Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Device was received and evaluated. Upon inspection and testing of the device the service center found no output at sprf l1 phase adjustment, this was due to a faulty sprf board. The unit showed error codes that were consistent with what the user reported. The unit was repaired, calibrated and tested. Error log was cleared. All output power are within standard specifications. The unit passed all functional test including electrical safety and final test. A DHR review is unable to be performed as this device has been serviced multiple times. A review of the previous service history shows no abnormalities. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during set up, preparation for use the device was found not getting energy to the electrode when the user stepped on the yellow foot pedal for cut mode. Audible sound and screen blinks which is normal were observed however, no output on the device was noted. The electrode used was the model 784515 and the working element was eiwe-pkfl. The cord was connected to the pk/sp (power supply) socket for urology. The procedure was performed and completed with monopolar mode setting. Additional procedure completed with a loaner and serial number was not provided. There was no patient harm or injury reported due to the event. No user injury reported.